Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.

Event description:
It was reported that the customer received the pump and the touchscreen appears to be unresponsive when the customer presses the "t" button. There was no impact to customer's blood glucose level.